Event description:
Ous MDR - it was reported that the ICD was replaced approximately 60 months after implant due to battery depletion. The last measured battery status was 84% on (B)(6) 2018.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eos. 23 charge processes had been documented. The analysis of the device memory showed a normal and expected current uptake of the ICD. However, the check of the charge drawn from the battery showed an inconsistency between drawn charge and measured battery voltage. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly and confirmed an unexpected battery discharge. The electronic module was then connected to an external voltage source and underwent an electrical function check. The capability to provide therapy and the current uptake of the electronic module were tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was normal. The examination of the current uptake of the electronic module also proved to be inconspicuous. Next, the battery was returned to the manufacturer for an extensive analysis. A microcalorimetric measurement of the battery showed an increased heat tone. The battery was opened, and the internal structure was examined. A short-circuit could be detected within the battery. This short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, the analysis of the ICD confirmed a premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.